Event description:
The omron bp monitor model hem-711ldx consistently measured bp 30mm hg. Below normal when compared with standard nondigital unit. This unit has been sent back to distributor for recalibration.